Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial #: (B)(4), product type: recharger. Product ID: 9779, lot# n379024, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-60, serial #: (B)(4). Implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial #: (B)(4), product type: recharger. Product ID: 37746, serial #: (B)(4), product type: programmer, patient. Product ID: 37791, serial #: (B)(4), product type: recharger. Product ID: 37754, product type: recharger. (B)(4).

Event description:
Additional information received reported that the doctor thought that it was a nerve in the pocket that causes her to have problems. It was noted that the patient was reprogrammed on 2014 (B)(6). It was noted that the patient emailed the manufacturing representative and stated that she had no problems recharging. It was noted that it was the first time she had all of the boxes marked off to charge.

Event description:
It was reported that the patient was confusing the coupling bars and the implantable neurostimulator (ins) charge level. The patient was having trouble charging a few weeks prior to this report. The charger had said it was overheating and there was a thermometer on the screen. It was noted that the patient had spoken with a manufacturing representative on the day prior to this report when it had happened on (B)(6) 2013. Patient had not seen the thermometer since the day prior to this report and described regular charging screen with 4-6 efficiency bars. It was further noted that in the past the charger would not locate the device but then was able to get it to connect after readjusting the antenna. It was later reported that there was an error code 375, antenna too hot. Additional information received reported that the patient received their replacement antenna on the day of report. It was noted that a coupling problem was reported. It was noted that the patient knew where to place the antenna and they saw the manufacturing representative on the day prior to report. It was noted that the patient never had these issues in the beginning. It was noted that the patient was using a recharger belt and was charging on the skin. It was noted that the patient stated that it was getting warm. It was noted that the patient did not see the thermometer on the implantable neurostimulator recharger (insr) with the replacement antenna. It was noted that the antenna locate feature was used and the reporter saw a 58. It was noted that the reporter moved the antenna around and reported that the patient said it hurt if the antenna was moved a certain way. It was noted that the patient placed the antenna over the implantable neurostimulator (ins) and would not move the antenna. It was noted at this point the reporter saw a 64. It was noted that a charge was initiated and the patient had 4 coupling bars. It was noted that the insr was ¾ charged and the ins was charging 0-25 percent. Additional information received reported that the patient reported a warm sensation in or around the ins pocket during recharging. It was noted that the patient had called the manufacturer back in november and received a replacement recharger. It was noted that the patient called the manufacturing representative the week of report for the same issue. It was noted that the manufacturing representative was seeing the patient on the day of report. It was noted that this had been occurring for the past 4-5 months. It was noted that the patient's device was implanted in a bad location, right buttock implant, curved to her buttock and therefore could not use the recharging belt. It was noted that the patient had seen the temperature screen on the replacement recharger. It was noted that the patient normally charged lying on her left side using breathable tight pants with her left butt cheek up in the air, placing the recharging antenna directly on bare skin. It was noted that the patient got the most coupling bars when she was standing. It was noted that with little movement she would go from 6 coupling bars to 1-2 coupling bars. It was noted that the patient had tried sitting on a chair and laying on her left side, but the best position was when she was standing. It was noted that when the pocket was palpated while the patient was sitting the top of the device could be felt the best and the bottom of the device was much deeper. It was noted that the device changed with certain positions. Additional information was requested but was not available as of the date of this report.